Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date 16apr2025 were reviewed. The log file captured intermittent low voltage hazard and no external power alarms from 19:23:40 to 19:31:35 due to losses of external power while connected to the mpu. The alarms resolved each time once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information states that the power cord was plugged into an outlet on the lamp, the patient's daughter tripped over the cord, and it pulled the power cord out. The patient connected themself to external batteries until they could plug the mpu directly into an outlet on the wall. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: section h11: DHR review comment was initially excluded from the previous report. The manufacturer's investigation conclusion has been corrected below. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date 16apr2025 were reviewed. The log file captured intermittent low voltage hazard and no external power alarms from 19:23:40 to 19:31:35 due to losses of external power while connected to the mpu. The alarms resolved each time once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information states that the power cord was plugged into an outlet on the lamp, the patient's daughter tripped over the cord, and it pulled the power cord out. The patient connected themself to external batteries until they could plug the mpu directly into an outlet on the wall. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. Per the hf complaint procedure, a device history record review was not performed as the reported event was determined to be due to user error. Heartmate 3 instructions for use (rev. C) section 7 ¿ alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient had no alarms. Log files were submitted for review. The event log file captured several low voltage hazard/no external power/emergency backup battery (ebb) fault events on 16apr2025 while using the mobile power unit (mpu). It appeared that total power was lost to the mpu enabling the backup battery in the system controller until power was restored to the mpu. The few ebb fault alarms were noted to resolve on their own. There were no other unusual events noted in the remainder of the log files. The patient said they were in a hotel and the power cord was plugged into an outlet on the lamp and their daughter tripped over the cord, pulling the power cord out. The patient said they put themselves on batteries until they could plug the mpu directly into an outlet on the wall.